Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient didn¿t feel like they were completely emptying and that the feeling doesn¿t go away. The patient stated that other than that, things were great. The patient was redirected to their healthcare provider. It was noted that the trial began on (B)(6) 2020. On (B)(6) 2020 the patient reported that their voids from 4:30 am to now had increased and they felt that they were going way more than before. The patient noted that they consume a lot of fluids. The patient was again redirected to their healthcare provider. No further complications were reported.